Event description:
It was reported that during a low anterior resection procedure, the surgeon was firing for the first time on the colon. The device closed properly with the first handle and then the surgeon fired the device as normal with the second and the device cut, but did not staple. The procedure was then converted to open. The scrub nurse said that there was already a reload in the device, this is a device which comes without a cartridge normally, but they were insistent that there was one of the white reloads in the device already and so was the reason why he gave it to the surgeon to fire. I asked if he took the safety off the device, to which he said no, that he had only removed the large safety which is sent in the gun, not the one off the staple. The surgeon commented that the second handle, the firing trigger was remarkably easy to fire and did not make a strange sound. The patient lost about 200ml of blood.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional followup: follow-up information received from the sales rep: is the alleged 'preloaded white reload' being returned for analysis? Yes. Please provide the patient's sex, age and weight. Female. Did the patient require blood products? No. How did they control the bleeding? Sutures. What is the current status of the patient? All ok apart from a larger incision due to open procedure. What was the condition of the tissue that was fired upon? Normal. Did any staples deploy? No. What reload colors were used before and after? None after or before as hand stitched to clarify, was a cartridge in the device when it was fired? Yes. Did the patient require any blood products? No. What changes, if any, occurred in the patients postoperative course? Longer healing time as converted to open. Is the patient expected to have a full recovery? Yes. Patients age sex and weight? Female. Patients preexisting conditions? Do not know. How long has the surgeon been using the device? A number of years. Have the surgeon and staff been inserviced? Yes" the analysis results found that the ets45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.